Manufacturer narrative:
Additional, changed, and/or corrected data: d.10., h.3., h.6. Device evaluation: visual analysis of the returned device identified: the weight the device within specification, orange particles on the gel, crease fold, wear abrasion and one opening curved on the anterior. A microscopic analysis was performed which identified one opening; crease sharp on the anterior. Based on the device analysis the final assessment is: one crease sharp opening on the anterior assessed as fold flaw opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported rupture on left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side. The device has been explanted.